Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a battery out limit alarm while changing the reservoir. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery out limit recurred after changing the battery. The customer was assisted with reprogramming time and date. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.